Event description:
It was reported that the patient attended clinic and described that they had a potential disconnection of power but no loss of power with the mobile power unit (mpu) on (B)(6) 2025 that the patient could not explain. The event was not reported to the coordinator at the time. The patient was unsure of the alarm type. Log files were sent but were unable to capture the alarm. The device appeared to be working as intended. The patient was reeducated regarding alarms and mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient was connected to the mpu, and a brief alarm was heard. By the time, they checked connections, the alarm had ceased. The mpu was equipped with a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. The patient was in a caravan powered by a generator. The mpu remained in use. Log file contained data from 06may2025 - 12may2025. There were no unusual events recorded in the event log file history.

Manufacturer narrative:
A2 - patient age - correction manufacturer's investigation conclusion: the reported event of a power disconnection event while connected to the mobile power unit (mpu) was not confirmed. A review of the submitted controller event log file spanned approximately 7 days ((B)(6) 2025 per time stamp). The log file did not contain data from the reported event date of (B)(6) 2025. There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (B)(6) 2025 per time stamp). The log file did not contain data from the reported event date of (B)(6) 2025. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis. Additional information provided stated that the unit had a v-lock connector, there was no loss of power to the house, the ac power cord did not come loose from the back of the unit or wall, and the unit will not be returned. A root cause of the reported event could not be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.